Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. This is an intermittent issue that has been ongoing for approximately 3 months. Pt noticed the down button was defective when she attempted to bolus. Pt boluses approximately 15 times per day and has used this infusion device for 3 years. The down button does pop up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.